Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter had foreign matter ¿there is a plush/fluff on the needle in the packaging¿. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: one actual sample (batch# 7207473) with opened unit pack was returned for investigation of this complaint. Visual inspection was performed and foreign matter was observed on the cannula. The foreign matter was sent for ftir test. Based on the lab analysis report, the foreign material matches that of cellulose material commonly used in paper, wood, wiper and similar materials. DHR review shows no abnormalities after reviewing preventive maintenance, calibration and equipment records. No other complaints or quality notifications were issued for the batch. The foreign matter could be from manufacturing or out of manufacturing facility as the unit pack has been opened. If the fm was from the manufacturing facility, the probable root cause of the foreign matter could be due to loose fiber from the associate clothing or from the paper which was used to pack the raw cannula. All associates working in the venflon production area will be re-trained on the proper gowning and de-gowning procedure and loading of cannula procedure. Complaint trend will be monitored.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter had foreign matter ¿there is a plush/fluff on the needle in the packaging¿. No serious injury or medical intervention reported.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter had foreign matter ¿there is a plush/fluff on the needle in the packaging¿. No serious injury or medical intervention reported.